Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator had gone into backup mode. Attempts to interrogate the device by inductive means were unsuccessful. The device was reprogrammed. The patient was stable and asymptomatic.